Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reports that the ventilator pressure transducer difference was greater than 5cmh2o during pre-use checks.